Manufacturer narrative:
The customer complaint of balloon in the silicone segment was confirmed per picture received by the customer. It was observed per picture received by the customer that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment . The root cause for this event could not be determined. No product will be returned per customer because the product was discarded.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a balloon in the silicone segment and subsequently, the tubing 'burst' in the pump. There was no patient or clinician harm reported.